Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose was 246 mg/dl. Reportedly, customer was using apidra which is not labeled for use with the pump. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.